Event description:
It was reported that for the past weeks, the ventilator had been intermittently turning off by itself with an audible alarm while connected to the patient. The patient was placed on another ventilator. No patient harm reported.